Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not working correctly. Customer states the screen does not stay on very long and meter does not communicate with the device. Also she doesn't believe the wizard was calculating the amount correctly. Customer stated she had to take an additional 2 units of insulin then what the device calculated, then she was ok. Customer also sated during the weekend she experienced high blood glucose of 500 mg/dl that went up to 600 mg/dl. Customer was also vomiting. Customer declined troubleshooting as customer states she has seizures and doesn't feel safe. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.